Event description:
It was reported that while in the cardio cath lab the md properly pulled the vacuum on the intra-aortic balloon (iab) while it remained inside of the tray. The teflon sheath was inserted via the patient's left femoral artery. The md could not advance the iab into the correct position and, as a result, the iab and the teflon sheath were removed as one unit. There was no excessive bleeding. According to the report, the iab catheter fractured while removing from the patient. The md inserted a second sheath and iab into the same insertion site (left femoral artery) without complications. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a reported delay in intra-aortic balloon pump (iabp) therapy for the time frame it took to prep and insert the second iab successfully. There were no reported patient complications and the patient outcome is listed as "no complications to the patient."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.